Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge decreased to 5 units quickly. Reportedly, the customer was unable to obtain the amount of insulin delivered since the cartridge was loaded. Additionally, the customer reported that after loading a new cartridge and infusion set, drops of insulin was not observed after filling the tubing with 30.2 units of insulin. Then, the customer filled the tubing with an additional 30 units but was unable to observe drops exiting the tubing. The customer loaded a new cartridge and infusion set to resolve the issue. Reportedly, the customer's blood glucose (bg) level was 50 mg/dl due to the food consumed at breakfast not elevating bg level as fast as expected. To address bgs, the customer consumed juice. At the time of the reported event, bg level ranged from 100-120 (mg/dl).